Manufacturer narrative:
Batch review performed on 2 january 2026. Stem: amistem collared 01.18.244 amistem collared ha coated stem size 4 lat (k121011) lot: 179409: (B)(4) items manufactured and released on 11-apr-2018. Expiration date: 02-apr-2023. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Root cause: aseptic loosening is a possible literature-described adverse event after primary joint arthroplasties and causes are often unknown. There is no indication that any potential issue with the device may have caused or contributed to the event. No previous case has been addressed to a device design or manufacturing related root cause.

Event description:
At about 6 years and 9 months from the primary, the patient came in presenting pain due to a loose stem and the cause is unknown. The surgeon revised the stem, the head and the liner. The surgery was completed successfully.